Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2819, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis a needle suture piece of product code w9962, lot pccbdgb0. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected. However, body fluids, marks at the needle and the end of the suture cut that appears to be by the use of surgical instrument could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance breakage suture was caused by damaged suture. Additional information was requested and the following was obtained: sample return status ? The sample was received for analysis. Was the 2nd suture used on patient from same lot reported as 1st one? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain unknown. Note: events reported via mw 2210968-2019-89784.

Event description:
It was reported that the patient underwent a lateral episiotomy surgery on an unknown date and suture was used. The suture broke during sewing near the swaged area, it took time to find the needle during surgery. Changed to another device to complete the surgery. Surgery delayed for about 1.5 hours. The patient is stable now. There were no adverse consequences to the patient. Additional information was requested.